Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had worn bearings, vibration, and heat. Therefore, the reported condition that the device had bearing damage and was making a clunking, grinding noise was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the angle attachment device had a worn bearing, vibration, and was generating heat. It was further determined that the device failed pretest for temperature and vibration. It was noted in the service order that the device had bearing damage and was making a clunking, grinding noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.